Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: sion blue, xt-r, gaia next 1, 2, ub3; guide cath: hyperion al 1.0 7f, hyperion spb 3.5 8f, ivus (volcano). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additional manipulation and/or inadvertent mishandling of the device during advancement against resistance likely compromised or damaged the balloon resulting in the reported balloon rupture during the second inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 100% stenosed, mildly tortuous chronic totally occluded, and mildly calcified concentric de novo lesion in the proximal left anterior descending artery. Following pre-dilatation with a non-abbott device, a 2.5 x 15 mm trek rx balloon dilatation catheter (bdc) met resistance with the anatomy during advancement. The balloon of the bdc ruptured at approximately 14 atmospheres during its second inflation. The procedure was successfully completed with another unspecified bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.